Manufacturer narrative:
(B)(4). This is a report of a system error 2240 as a result of a use error, the patient initiated therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp had initiated therapy before connecting to the patient line. The technical service representative (tsr) explained the alarm and advised the hp they needed to start over with all new supplies. The tsr assisted the hp to end the therapy and remove the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.